Event description:
Hcp reported the pt presented in 2004 with an increase in pain. The physician ordered a bolus and a daily pump medication increase (from 6mg/day to 10mg/day). The pt then complained they were having numbness in their right lower side. The numbness moved up to their abdomen and into their chest. The pt then said "I can't breath." The pt was brought back into the room, the pump was stopped, the crash cart opened and narcan prepared to be given. No IV line could be placed due to the pt's veins. The pt was bagged with oxygen, but not intubated. The resident then approached the pt with the intubation blade, the pt saw it and ripped off the oxygen bag and sat up saying that they were fine. The pump was interrogated-it read that 17.8 cc were remaining in the pump. The pt was transferred to the emergency room via ambulance where they were alert/oriented and then later discharged. The pt presented the following day at the physician's clinic for a refill. There was no volume discrepancy in the reservoir volume amounts. The refill was performed with a note of a "lot of pressure" during the procedure. The pt left without a problem and has been reported as fine since then.